Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient infusion set had blockage in the tubing, which caused the patient blood glucose levels was elevated to high which occurred on (B)(6) 2024 and patient had received correction injection via mdi to address high blood glucose levels. The patient changed supplies as necessary and resumed insulin therapy. No further information available.